Manufacturer narrative:
Device passed the displacement test, sleep current measurement and active current measurement. All currents within specific range. Device was monitored and no charge or battery lasts less than expected anomaly noted during testing. Device received with cracked battery tube threads, cracked case battery tube and cracked keypad overlay. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a replaced battery alarm. Customer stated they did not received low battery alert prior to replace battery alert. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.